Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown, "fibrous wall with chronic nonspecific inflammation, synovial metaplasia, cholesterol granuloma and dystrophic calcification." Immunohistochemistry results confirmed no malignancy with markers of cd30- and alk-. The device has been explanted.